Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient¿s entire system was explanted approximately seven weeks post implant due to cervical incision wound dehiscence. The patient had an infection. The type of infection was unknown. It was unknown if cultures were taken. There was no allegation of a product issue. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.